Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 435 mg/dl. Customer stated that he was changing the battery when he received the alarm. Customer took a correction bolus to treat. Customer stated that he had changed the set. Customer stated that the alarm has not occurred more than once in the last 30 days. Customer stated that the alarm occurred during the prime process. Customer was advised that the alarm may have been related to a connection issue. Customer also received a no delivery alarm. Customer changed the complete set and gave himself a bolus with no issues.